Event description:
The pt underwent a catheter revision due to intermittent return of symptoms. Following revision, the issue did not resolve. The pt was again seen by the physician, and the decision was made to replace the patient's pump. No device troubleshooting was performed. The pump was replaced. It was suspected that there was also cerebrospinal fluid leak near the catheter entry site, which was resolved during the pump replacement surgery. The pt recovered without sequela. Reference MFR report# 2182207200804532.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.